Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed two (2) vad disconnect alarms on (B)(6) 2021 at 11:27:16 and 11:40:03, indicating physical disconnections of the driveline from the controller. Additionally, two (2) controller power up events were recorded on (B)(6) 2021 at 11:39:55 and 12:05:16. The data point prior to the loss of power at 11:39:55 revealed that a battery was connected to power port one (1) with 95% relative state of charge (rsoc) and another battery was connected to power port two (2) with 27% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and no power source was connected to power port two (2). This controller power up event was not associated with a motor start event, which corresponds with the vad disconnect alarm at 11:40:03, indicating that the driveline was not connected when the controller was powered on. The controller was without power for 6 minutes and 58 se conds. The data point prior to the loss of power at 12:05:16 revealed that a battery was connected to power port one (1) with 25% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and a battery was connected to power port two (2). The controller was without power for 12 minutes and 43 seconds. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, as described in the event description. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources from the controller. Additional products: d4: serial or lot#: (B)(6),h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12. D15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products:: 6935m55 defib lead and dvbb1d4 defibrillator implanted on (B)(6) 2015 additional products: product name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no device evlauated by manufactures: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017, device labeled for one time use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline accidentally became disconnected. The patient subsequently experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was done and the patient was taken to the emergency department where the driveline was reconnected. Return of spontaneous circulation was achieved and the patient was admitted to the intensive care unit (ICU). The patient received dobutamine and fluids, and they slowly started stabilizing. It was also noted that the controller exhibited an unexpected loss of power. The driveline and controller remain in use. No further patient complications have been reported as a result of this event.